Event description:
It was reported that a caucasian of scottish origin, with coronary artery disease, developed anaphylactic shock shortly after insertion of the arrowgard catheter. Cardiac massage and resuscitation were required and there were no further complications. The patient had been determined to be sensitive to chlorhexidine during skin testing on 2-3-99. Prior use of a urinary catheter with chlorhexidine gel on 1-7-99 also resulted in acute anaphylactic reaction requiring cardiac massage and resuscitation.